Manufacturer narrative:
Correction: section b1 product problem should not have been selected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated the lead had high impedances and was not confirmed to be fractured.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7168771. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to fracture of the left lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. It is unknown which lead was fractured.